Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt's aortic neck dilated and there a proximal endoleak was present. The stent graft was explanted. It was reported that the stent graft was cut to pieces during the process of removing it from the pt. No add'l info is available and the explanted stent was not returned to medtronic.